Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom a consumer. The patient stated they would put their patient programmer in their purse and it would shut itself off. The patient then clarified and stated the ins would turn off. The ins would turn itself off started around 6 months ago. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was not working. The stimulation works a little then suddenly doesn¿t work. No further complications were reported or anticipated.